Event description:
During baxter's evaluation of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation tot he system error 105, which was reproduced. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.